Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from insertion section(a-rubber), and control unit (s-cover, flexibility adjustment ring). Leakage occurred from insertion section(a-rubber), and control unit (s-cover, flexibility adjustment ring). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the bending section cover rubber had a leak, the scope cover had a leak, the plastic distal end cover insulation threshold was below specification, the light guide rod lens was cracked, the bending tube was damaged and deformed, the bending tube maximum angle could not be restored, the insertion tube was twisted, the coil pipe plate was deformed, the angulation was less than specified value, the angulation had play, the stiffness control had no movement and a ring leak, the biopsy channel was not to specification, the switch box unit was discolored, key top 1 was discolored, the connecting tube had a scratch, the universal cord had a wrinkle, the plug unit had a dent, the air/water nut paint was peeling, the suction cylinder nut paint was peeling, the universal cord coating was peeling, and the connecting tube protector coating was peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope air/water channel was impassable. The issue was observed during reprocessing. There was no patient or procedure involved with this event. The device was returned to olympus for a device evaluation and foreign material was found in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.